Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. The following fields were updated per additional information received: a2, a4, b1, b2, b5, b6, b7, d1, d4, g5, h4, h6. H6 device code(s): appropriate term/code not available (3191) was selected for the alleged device perforation and tilt. Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported chronic lower back pain, swelling in hips and legs, numbing/tingling in legs, constant headaches is directly related to the filter and unable to identify a corresponding failure mode at this point in time. The following allegations have been investigated. Venacava/iliac artery perforation, chronic thrombosis, tilt, chronic lower back pain, swelling in hips and legs, numbing/tingling in legs, constant headaches. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant via the internal jugular vein due to pulmonary embolism and retroperitoneal tumor. Patient is alleging tilt, vena cava perforation, and organ perforation. The patient further alleges "chronic pain in lower back. Swelling in hips and legs. Numbing and tingling in legs. Constant headaches." Per report from CT (computed tomography): "positive for caval perforation. Superior extent of ivc filter is at the l3 vertebral body. Inferior extent l5 vertebral body. A total of four prongs have perforated the ivc, series 2, image 69. Maximum distance prong perforated is 13 mm, series 5, image 67. One of the prongs extends beyond the inferior vena cava wall and into the right common iliac artery, seen best on image 69 of series 2 and coronal images 67 and 68 of series 5. Coronal images show 12-degree tilt superior right to inferior left, series 5, image 69. Sagittal images show 8-degree tilt superior posterior to inferior anterior, series 6, image 60. Diameter of ivc directly above filter measures 22 x 14 mm, series 2, image 55. One of the prongs extends beyond the inferior vena cava wall and into the right common iliac artery, seen best on image 69 of series 2 and coronal images 67 and 68 of series 5." Per report from CT dated 29nov2017: "the patient has an ivc filter in place at the l3-l5 level. Several the prongs appear to extend beyond the wall of the inferior vena cava. This includes a prominent extending anteriorly, another left laterally and a third posteriorly. The posterior prong extends very close proximity to the lower aspect of the l4 vertebral body. This is partially surrounded by osseous material which may represent an osteophyte. Perhaps this may be eroding into this region."

Manufacturer narrative:
Occupation: non-healthcare professional. Catalog number and lot number are unknown; however, there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. It has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that the patient received a gunther tulip in (B)(6) 2007. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.